Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
The instrument has been investigated. On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and inspected all tip and plunger clamps. The fe tested the tip ejection pins. The fe tested the lld with the splld test. The fe tested the summit with (B)(4). All test passed. Repairs have returned this instrument to expected operation.